Manufacturer narrative:
Add'l info from ccp: "when the ccp noticed the leak, she pressed the closed button again and it was ok. The case continued on and use of the device operated correctly. At the end of the case, the pt was weaned using the venous occluder with no issue. At no time was the pt directly involved. It was caught and corrected. It was immediately brought to my attention and after talking with my department. I knew what the problem was. But felt it was better to be safe then sorry and called for the service to come in and make an eval of the problem. The field service rep (fsr) could not find any problem and agreed that it was a handler error in placing the tubing in the occluder in a closed position. As well as I learned that one ccp after priming the pump will close the occluder and turn off the pump. Which is another mistake because that pump sits for a day or two. Only common sense due to the fact that tubing has memory. No blood loss was involved and no delay in the case had occurred." The fsr performed a full preventive maintenance (pm) on the occluder and could not duplicate the reported issue. The system logs were downloaded for further eval. The occluder operated to MFR specs and was returned to clinical use.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the tubing has been set up in the occluder with the device in the closed position. The perfusionist (ccp) felt that it caused the tubing some memory issue that when the occluder was calibrated it caused an incorrect calibration, non 100% occlusion. So when the surgeon removed the tubing clamp off the venous line at the table in preparation to cannulate it leaked back. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.